Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was trying to fill up and the device got stuck. Customer stated that it was not loading up and customer went for swimming last week. Customer reported issue during priming process. Customer was not able to exit the load reservoir process or preparing to prime loop. Customer did not receive complete status with next highlighted on the screen even after they selected load and held down until load reservoir process was completed. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue to use the device.

Event description:
Insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged prime/fill anomaly found on (B)(6), 2022. The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, self test, and p-cap locks properly into the reservoir compartment, however, the insulin pump failed the prime/seating test, and the force sensor test. Insulin pump memory was reviewed and found insulin flow blocked alarms on event date of (B)(6) 2022. Force sensor zero offset within specification (22.3millivolt). Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay, and other electronics defect. Prime/fill anomaly, force sensor anomaly and insulin flow blocked alarm was confirmed, problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.